Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. The reported patient effects of death and surgical procedure are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.8x16 rx graftmaster referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a free perforation in the mid left anterior descending (lad) coronary artery that had occurred as a result of balloon angioplasty, and was in a poor health state, but patient health was not declining toward death. A 2.8x16mm rx graftmaster covered stent system was advanced and deployed in the mid lad. Reportedly, this 2.8x16mm rx graftmaster was difficult to advance in the vessel due to its bulky stent profile, did not seal the perforation when deployed, and is believed to have possibly exacerbated the perforation, proximally. Thus, a 2.8x26mm rx graftmaster stent was advanced with difficulty (also due to its bulky profile) and was deployed in the proximal lad. Reportedly, each stent did not seal the area it was deployed in. The patient was transferred to the operating room for coronary artery bypass graft surgery for perforation treatment, which was successfully resolved, and a pericardial window was created to treat pericardial effusion. However, the patient expired the same day, immediately post-surgical intervention as a result of the perforation. In the opinion of the physician, use of the graftmaster devices did not contribute to perforation, effusion, and death. No additional information was provided.